Event description:
Valve was implanted in 1999. Two weeks later, in 99, the size of the ventricles did not show any shrinkage. The dr removed the valve and checked the pressure in accordance with the preimplantation test. The pressure level was found to be 8 cm h2o.